Event description:
It was reported that while testing the acufex access lateral traction boom is down, the blue ring won't lock. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6: the device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed no issues. A functional evaluation found that the blue ring wouldn't lock due to a polishing stone from manufacturing being stuck in the quick connect locking channel. The complaint was confirmed. Factors that could have contributed to the reported event include an inadvertent lodging of a loose polishing stone in the locking channel after polishing. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review did not find any related failures.

Manufacturer narrative:
H10: h2, h3, h6. The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed no issues. A functional evaluation found that the blue ring wouldn't lock due to a polishing stone from manufacturing being stuck in the quick connect locking channel. The complaint was confirmed. Factors that could have contributed to the reported event include an inadvertent lodging of a loose polishing stone in the locking channel after polishing. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of this devices manufacturing process showed that the push button must be checked for free movement and that it locks the top plate. A complaint history review did not find any related failures. A corrective action in the form of a complaint notification has been issued to the manufacturing group regarding this issue.